Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2011 the patient presented with a tube that had detached from the external jejunal tube connector. The patient was sent to the hospital for an exchange of the device when the physician looked at the peg tube endoscopically it was noted that the bolster was embedded into the stomach wall and an ulcer had formed. The peg tube was not removed at this time. The peg tube was kept in for approximately one month and then eventually removed under general anesthesia. The procedure was completed with a different device. The following medications were administered for this adverse event: eupanthol (pantoprazole) then inexium (esomeprazole) ; rocephine (ceftriaxone) + metronidazole. The patient's condition was reported, upon discharge from the hospital, on (B)(6) 2012 to be fine.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the patient presented with a tube that had detached from the external jejunal tube connector. The patient was sent to the hospital for an exchange of the device when the physician looked at the peg tube endoscopically it was noted that the bolster was embedded into the stomach wall and an ulcer had formed. The peg tube was not removed at this time. The peg tube was kept in for approximately one month and then eventually removed under general anesthesia. The procedure was completed with a different device. The following medications were administered for this adverse event: (B)(6) (pantoprazole) then inexium (esomeprazole) ; rocephine (ceftriaxone) + metronidazole. The patient's condition was reported, upon discharge from the hospital, on (B)(6), 2012 to be fine. Correction to event description received on (B)(6), 2012: it was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) (upn is unknown) was being used to administer medication for the advanced stage parkinson's disease. This device was placed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the patient presented with a tube that had detached from the external jejunal tube connector. The patient was sent to the hospital for an exchange of the j-tube when the physician looked at the j-tube endoscopically it was noted that the j-tube became embedded in the duodenal bulb causing ulcerative bulbitis. The patient was kept in the hospital from (B)(6), 2011 - (B)(6), 2012 the j-tube remained in place. The j-tube was kept in for approximately one month and then eventually the patient was rehospitalized for removal of the device under general anesthesia (date is unknown). The procedure was completed with a different device. The following medications were administered for this adverse event: (B)(6) (pantoprazole) then inexium (esomeprazole) ; rocephine (ceftriaxone) + metronidazole.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).